Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.006040 - the dentist reported that, almost 3 months after the dental implant was installed in intraoral region #19, its non- osseointegration was observed. The implant was installed without immediately load and the patient presented bone type ii.